Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl [300 mcg/ml] at a rate of 145.87 mcg/day, bupivacaine [12 mg/ml] at a rate of 5.835 mg/day, and compounded baclofen [1000 mcg/ml] at a rate of 486.2 mcg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient has not recently had an MRI and that it occurred 5-7 days ago. There were no reported symptoms and the actions planned were not available at the time of this report.